Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13619 was returned and analyzed. Visual inspection of the balloon catheter showed no apparent issue. Smart chip verification indicated the catheter was used for two injections. The balloon catheter was reprogrammed and passed the performance test, but gas was noted to exit the tip of the catheter. Dissection and pressure tests showed a breach at the guide wire lumen of the balloon catheter after the injection coil and also at the attachment to the tip. The guide wire lumen had no kink or twist. There were also no traces of liquid or blood inside the balloon. In conclusion, the reported air ingress was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire breach in two locations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was removed and reinserted, and air continued to be drawn in. The sheath was replaced. Resistance was again felt when the balloon catheter was inserted into the sheath and air again continued to be drawn. The balloon catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.